Event description:
Soon after starting dialysis the venus pressure started to drop and machine gave alarms. Tried to reset it. Blood returned to patient. Restarted with new set up, and again the same problems noted.